Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform operating current, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a35 alarm or no reservoir alarm due to motor error alarms. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was unknown. Customer was assisted in performing displacement test and the test failed. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced. Customer also received motor error alarm in the insulin pump. Customer attempted to performed displacement test and it give motion sensor test failure. Customer declined further troubleshooting as pump is being replaced.